Event description:
It was reported that during the implant procedure, a competitor guidewire got stuck in the left ventricular (lv) lead. The lv lead was not used and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).